Event description:
It was reported that there was a suction loss during laser firing in the left eye using a patient interface. Flap was only 3/4 completed and never lifted. The case was aborted and patient will be brought back at a later date for photorefractive keratectomy (prk). The patient has small eye fissures, making it a tight fit. Patient was seen for one day post op and her treated eye is seeing great. Doctor did not expect any loss of best corrected visual acuity (bcva).

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Device evaluation: one (1) patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product was performed and the result was found within specifications. Functionality test was performed, and the result was found within specifications. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.